Event description:
It was reported that a keypad on a pump is "not responding."

Manufacturer narrative:
(B)(4). The sigma device eval found the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.